Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on may 08, 2018. It was reported the device had been used to deliver lioresal, at the previously reported doseand concentration. The pump was returned for analysis. The reason for device removal was provided as "motor stall." It was indicated the patient was not in a clinical study. It was reported the device had been used with/in the patient for treatment, and there was no patient death or injury. The patient recovered without sequela following replacement. No rotor or dye studies had been performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 2000 mcg/ml of baclofen at 1099 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall was seen at interrogation and the patient had not had a magnetic resonance imaging procedure (MRI). The pump status and/or event log showed a motor stall had occurred and was actively stalled. It was also indicated the ¿stopped pump period may exceed tube set¿ message had also occurred. Multiple motor stalls and recoveries were noted. The first motor stall occurred on (B)(6) 2018 followed by multiple stalls and recoveries. It was reviewed to return the pump to the manufacturer for analysis if explanted or replaced. It was indicated the pump would be replaced the day of the report ((B)(6) 2018). No symptoms were reported. The patient was taking oral medication. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) on april 30, 2018. The rep confirmed the pump was replaced on (B)(4) 2018. The cause of the motor stalls was not determined. The device was sent to the hospital pathology department. The rep indicated the device would be returned for analysis as soon as the rep gets the device from the hospital. The patient's weight was unknown.